Event description:
A medtronic representative reported unresponsive software in synergy spine during a spinal fusion evaluation case. They had just completed a successful o-arm spin; the patient was under anesthesia and an incision had been made. The synergy spine software became unresponsive once the images were received in the acquire exam tab and they tried to click next to navigate. They waited to see if the system would catch up and it did not. They then pressed ctl+alt+backspace to exit the software, after which they re-launched synergy spine and were able to load the scans. They were able to successfully navigate and continue the case without impacting the patient's outcome.

Manufacturer narrative:
The site has a policy of not providing patient demographic information if the patient was not harmed. The system archive files have not been received by the manufacturer for evaluation.